Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Customer does not the details of the event such as the device was inspected, if the equipment was turned on, if the cables were inspected, if the settings and modes were checked, were all the connections and cables properly and securely connected, if the electrical contacts inside the video connector socket was damaged, if the connections were clean and dry, if there was any foreign objects on the electrical contacts, if the lens were cleaned, and if there were any error codes, alarms, or alert tones. Supplemental report(s) will be filed as any further information becomes available. The device has been returned and a device evaluation completed for it. Manufacturing date is not available. Upon testing and inspection, the image was available for the test devices. The user¿s complaint was not confirmed. Device failed full inspection due to bent pin inside socket which needs to be replaced. This could cause the image to not be available but was not duplicated in evaluation. The switch is of the new type.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device did not show an image on the monitor when the camera was plugged in. There was no patient involvement and no harm or adverse impact reported to any patient. The intended procedure was completed with another device.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the communication error between the scope and the said device occurred due to the succumbing of the terminal inside the video connector socket, causing the no image condition. The reported event potentially occurred in the following order: when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. The terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. As stated on the IFU and as a preventive measure, the user manual states: "6. 3 connection of an endoscope" - confirm that the video connector of the video scope are not damaged. Olympus will continue to monitor complaints for this device.